Manufacturer narrative:
(B)(4). Replacement not needed at this time. Product problem not indicated. The complaint is related to improper use of device; unable to determine the most likely underlying root cause of malfunction - device problem related to the user not following the manufacturer's instructions. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Returning phone call to doctor's office, regarding customer and spoke with nurse. The customer had reported putting control solution in her eye today ((B)(6) 2017). Nurse stated the customer had put the control solution in her eye while at home and then had gone to the doctor's office. Nurse stated that the customer was not currently at the doctor's office and had returned home. Nurse stated that the customer was feeling fine and that they will follow-up with the customer in a week. Doctor requested e-mail be sent of the control solution ingredients; e-mail sent as per request. Contact attempted with customer but phone number provided and confirmed by nurse was not a working number.